Manufacturer narrative:
H4 manufacturing date ¿ added h3 device evaluated by mfg ¿updated h3 summary attached - updated d4 expiration date - added due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection it was found that the introducer sheath was not returned for analysis and the stent was not returned for analysis. The microcatheter hub was intact. The microcatheter lumen was flushed and a 0.0160" mandrel was advanced through the entire length of the microcatheter, initially from the proximal (hub) and, following this, from the distal end. There was no friction noted and no obstruction noted. There was no stent present inside the microcatheter. The stent delivery wire (swd) was found to be kinked/bent approximately 25cm from the proximal end of the wire and also near the distal tip. A functional inspection could not be performed as the stent was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event 'stent difficult/unable to advance or pullback through catheter' could not be confirmed as the stent was not returned for analysis. Likewise, the reported event 'stent deployed prematurely during use' could not be confirmed. The reported event 'sdw deformed' was visually confirmed during inspection. Note: the stent delivery wire (sdw) was the only part of the complaint subject stent device which was returned for analysis. This portion of the returned device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared as per the dfu. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was described as 'severely tortuous'. It was reported that 'the operator flushed and delivered the subject stent and delivered a 3*21mm subject stent to go from introducing sheath to go into the catheter. At first the stent could be delivered normally and then when it reached tip of microcatheter, the stent was hard to be advanced. Released some tension to try again and the operator checked under digital subtraction angiography (dsa) that the delivery wire was moved forward but stent was left behind. At that time the delivery pole proximal which was outside patient's body deformed. So the operator withdrew the microcatheter and the stent and replaced them with other products to finish the procedure. After the procedure the operator tried to advance the stent out from microcatheter but only the tip of delivery wire could be advanced out'. It was clarified in the follow-up questions that the 'delivery pole proximal' refers to the proximal end of the delivery wire. The stent was not returned for analysis. Based on the event description, it was expected that the stent would be present inside the lumen of the returned microcatheter. The microcatheter was flushed and a 0.0160" mandrel was advanced through the microcatheter lumen, initially from the proximal (hub) and, following this, from the distal end. There was no friction noted and no obstruction noted. There was no stent present inside the microcatheter. The introducer sheath was not returned for analysis. The sdw was returned and was noted to be kinked/bent approximately 25cm from the proximal end of the wire and also near the distal tip. The reported events: ¿stent difficult/unable to advance or pullback through catheter', 'sdw deformed' and 'stent deployed prematurely during use' as well as the analyzed event ¿sdw kinked/bent¿ will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that during anterior communicating artery (acoma) aneurysm procedure the operator used the guidewire to bring the microcatheter to the distal of the aneurysm. After placing coils for embolization, the operator flushed and delivered the subject stent. When the subject stent reached the tip of the microcatheter, the stent was hard to be advanced. When the operator checked under digital subtraction angiography (dsa), the delivery wire moved forward but the stent was left behind. The proximal of the delivery wire, which was outside of the patient's anatomy, got also deformed. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Event description:
It was reported that during anterior communicating artery (acoma) aneurysm procedure the operator used the guidewire to bring the microcatheter to the distal of the aneurysm. After placing coils for embolization, the operator flushed and delivered the subject stent. When the subject stent reached the tip of the microcatheter, the stent was hard to be advanced. When the operator checked under digital subtraction angiography (dsa), the delivery wire moved forward but the stent was left behind. The proximal of the delivery wire, which was outside of the patient's anatomy, got also deformed. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.